Event description:
It was reported that after placing a second stent in a distal rca, resistance was encountered upon removal of the device. The resistance was overcome and the delivery system was removed. Upon removal a piece of "plastic" was observed on the guide wire. The user facility reported that it appeared that a portion of the c-flex was missing off the device. Reportedly, there was a good angiographic result, no pt injury occurred.

Manufacturer narrative:
Quality assurance analysis of the returned device revealed that the distal portion of the c-flex was stretched past the tip of the catheter. The c-flex bond was intact. A small portion of c-flex material was returned in a container. Scanning electron microscopy, (sem), concluded that the piece of c-flex was from the delivery catheter. Based on the sem analysis, it can be reasonable concluded that all sections of the c-flex were removed from the anatomy and returned. The unit was being used to overlap a previously deployed stent. In order to perform this procedure, the distal end of the second stent will cross into the previously deployed stent. After the second stent was successfully deployed, the c-flex may have hung up on the calcium in the artery, or on one of the stent struts. As the unit was removed, resistance was felt. The c-flex was separated as a result of tensile overload while overcoming this resistance during removal. The procdeure appeared to have a good angiograph result. However, based on info provided in the incident report, the procedure was performed in an extremely calcified, long, diffusely diseased mid to distal rca lesion. Although, the stents used in this case were successfully deployed, the lesion morphology likely contributed to the c-flex seapartion. A review of the finished device mfg records revealed no non-conformities which could have contributed to this product issue. A letter will be sent to the physician explaining the results of the internal investigation. Quality assurance will continue to monitor for this type of product performance performance issue. This MDR is considered closed.